Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to experiencing a low blood glucose (bg) level of 40 mg/dl and becoming unconscious. In addition, the customer experienced "speech and cognitive issues". The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.